Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer wore the insulin pump while swimming. The device began to beep and had a flashing white display. The patient's blood glucose at the time of incident ws 170 mg/dl. During troubleshooting it was confirmed that there was fluid in the battery compartment. The customer was advised to discontinue usage of the insulin pump and revert to their medically prescribed backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Findings: unit received with a blank display due to corroded electronic assymbly. The motor and battery tube assemblies found with traces of corrosion. Unit failed leak test, unit leak at a crack on back of the case. Unable to perform functional test including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Unit received with cracked case on the back at the battery tube area. Unit received with missing display window cover. Unit received with minor scratched display window and case.